Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics assembly. The functional testing could not be completed due to the blank display. The insulin pump had minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump was accidentally submerged in pool water. The customer shook the water out of the insulin pump, removed the battery, and then received a failed battery alarm. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.